Event description:
It was reported that during a routine device replacement procedure, when attempting to connect the lead to the new implantable cardioverter defibrillator (ICD) the physician was unable to loosen setscrew with torque wrench. Changed over to new torque wrench and retracted screw completely out of header and was unable to reinsert screw and tighten on pin. A different ICD was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the u.s., however, it is similar to a device marketed in the u.s. The event occurred outside the us and is being reported due to an alleged malfunction. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. The returned device found a set screw with a rounded socket. (B)(4).